Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain'). In a 28-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included: pregnancy (4 kids). In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), coital bleeding ("bleed after a sex about a month ago"), tooth disorder ("teeth deterioration"), amnesia ("memory loss"), agitation ("extreme agitation"), migraine ("migraines"), menorrhagia ("painful, heavy periods"), dysmenorrhoea ("painful, heavy periods"), polymenorrhoea ("multiple periods a month"), alopecia ("hair loss"), abdominal distension ("e belly") and libido decreased ("drive is low"). And was found to have weight increased ("gain 15 lbs"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, coital bleeding, tooth disorder, amnesia, agitation, migraine, menorrhagia, dysmenorrhoea, polymenorrhoea, alopecia, abdominal distension and libido decreased outcome was unknown. And the weight increased had not resolved. The reporter considered abdominal distension, agitation, alopecia, amnesia, coital bleeding, dysmenorrhoea, libido decreased, menorrhagia, migraine, pelvic pain, polymenorrhoea, tooth disorder and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jul-2020, quality-safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 28-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy (4 kids). In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), coital bleeding ("bleed after a sex about a month ago"), tooth disorder ("teeth deterioration"), amnesia ("memory loss"), agitation ("extreme agitation"), migraine ("migraines"), menorrhagia ("painful, heavy periods"), dysmenorrhoea ("painful, heavy periods"), polymenorrhoea ("multiple periods a month"), alopecia ("hair loss"), abdominal distension ("e belly") and libido increased ("drive is high") and was found to have weight increased ("gain 15 lbs"). The patient was treated with surgery (hysterectomy). At the time of the report, the pelvic pain, coital bleeding, tooth disorder, amnesia, agitation, migraine, menorrhagia, dysmenorrhoea, polymenorrhoea, alopecia, abdominal distension and libido increased outcome was unknown and the weight increased had not resolved. The reporter provided no causality assessment for coital bleeding, libido increased and weight increased with essure. The reporter considered abdominal distension, agitation, alopecia, amnesia, dysmenorrhoea, menorrhagia, migraine, pelvic pain, polymenorrhoea and tooth disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Reporter was added.new events: ¿teeth deterioration¿, ¿memory loss¿, ¿extreme agitation¿, ¿migraines¿, ¿pelvic pain¿, ¿painful, heavy periods¿, ¿multiple periods a month¿, and ¿hair loss¿ and "e belly". Medical device removal was added fro pelvic pain. Fu 5,6,7, 8 processed together. On (B)(6) 2020: social media received. Reporter was added.new event added. Fu 5,6,7, 8 processed together. On (B)(6) 2020: social media received. Reporter was added. On (B)(6) 2020: social media received. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('just had hysterectomy') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy (4 kids). In 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced genital haemorrhage ("bleed after a sex about a month ago") and was found to have weight increased ("gain 15 lbs"). The patient was treated with surgery (essure removed). At the time of the report, the medical device removal, genital haemorrhage and weight increased outcome was unknown. The reporter provided no causality assessment for genital haemorrhage and weight increased with essure. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.